Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the distal portion of the lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant product: d314drg ICD, (B)(6) 2012. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited undersensing due to low p-wave amplitude. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.